Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the transmitter did not flash when connected to the sensor. The customer had to remove the sensor and found the electrode was missing or retracted. It was stated that the introducer needle was hard to remove. Blood glucose value is unknown. The sensor would be replaced and returned for analysis.